Event description:
An email received on 08/08/2018 stating that this rv lead was repositioned due to high pacing threshold. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).